Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and confirmed display is unreadable. Fse replaced defective display, inverter board, and video receiver board. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) monitor display is flickering while in use on a patient. No patient injury or harm reported. No adverse event reported.